Manufacturer narrative:
The event occurred in (B)(6). (B)(4). Other: na.

Event description:
On (B)(6) 2011 caller states patient tested 6.5 inr on the coaguchek xs plus system while a comparison lab returned as 4.5 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.